Event description:
On the first post-op day following a cataract extraction procedure using this phacoemulsification handpiece, a metallic intraocular foreign body was embedded in the pt's iris at the 10 o'clock position. This particulate was not seen intraoperatively. This pt's case was somewhat unusual in that the cataract was extremely hard and required a prolonged phaco time of 4 mins and 5 seconds with average power of 46%. Previous pts had an average phaco time from 50 seconds to approx 1 min 45 seconds. The pt's visual acuity the first post-op day was 20/25. The pt had a clear cornea and normal anterior chamber reaction. The pt has a posterior chamber lens with an excellent position and a clear posterior capsule.